Manufacturer narrative:
The lead is currently not available for analysis. No conclusions regarding the clinical observation can be drawn for the time being. There are currently no supplementary data available. The case is therefore closed. If additional information should be received at a later time, the case will be reopened, and the investigation will continue.

Event description:
Ous MDR - after an implantation period of approximately 19 months, impedance values of greater than 3000 ohms were reported. During the revision procedure, a possible insulation breach on the lead was observed. The lead was discarded by the hospital. An explant date was not provided.